Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 24 atm. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. An inflation attempt was made and water was seen exiting the device from a break at the proximal butt joint. Although no ruptures were identified during functional testing, the device was unable to be fully expanded and tested due to the break. Therefore, the investigation is confirmed for a break at the butt joint, and is inconclusive for the reported rupture. It is possible that the user perceived the break as a rupture during use. However, the definitive root cause for the reported rupture or the identified joint break could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in an av graft, the pta balloon allegedly ruptured at 24 atm. There was no reported detachment, retraction issues, nor vessel damage. Another device was used to complete the procedure. There was no reported patient injury.